Event description:
The manufacturer's rep reported that the pt was not reaching efficacy with the drug delivery pump. The dose was increased to 800 mcg/day (date unk). Another trial was performed in 2005 with a 50 mcg bolus given about 10:30 a.m. The catheter was positioned "higher up in the spine" and the pump was programmed to 20 mcg/hr at approximately 2:30 p.m. The pt was believed to have overdosed and is in the intensive care unit. Emergency overdose procedure were performed. A follow-up report will be sent if additional information becomes available.